Event description:
"Biomet palacos cement #424800 batch no. 3219838/3584(x2) were mixed and administered to cement knee components. At 6 mins post adminstration cement was solid, only minimal components cemented. Cement was remvoed-new-cement mixed. Additional or time est. 30 mins, typical set time 19 mins.